Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported table lost all functions. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "could not perform any functions" couldn¿t be confirmed during the inspection. The product was functioning as designed. After inspection of the table by the technician, no defects were found in the product. All functions were available at the time of the inspection and the table worked as intended. The analysis of the event log also showed no indication of a malfunction. No errors were logged around the reported time period that would indicate the problem described. Based on this, no further actions are required.

Event description:
Customer reported table lost all functions. This report was filed in our complaint handling system as complaint (B)(4).